Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. When the stapler ran a further 1/3 without closing the clamps, was the tissue stapled at all? If yes, were the staples properly formed? If yes, were the staple line and cut line approximately equal in length?

Event description:
It was reported that during a video segacoscopy pulmonary segmentectomy procedure, at the time of stapling by using the device, the stapling did not occur. The first attempt was made to staple, the stapler ran 1/3 of the load and locked, being necessary to use the 'reverse' function and open. We had the impression that the battery of the stapler had no charge. We removed the device, changed the load on the stapler, and tried again. The stapler ran a further 1/3 without closing the clamps and full locking occurred. The 'reverse' function did not work and it was necessary to use the safety lock. The device with problem was replaced by a 45mm one and worked normally. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Additional information requested and received: when the stapler ran a further 1/3 without closing the clamps, was the tissue stapled at all? If yes, were the staples properly formed? If yes, were the staple line and cut line approximately equal in length? No 3 devices were reported. Did you mean 1 pse60a and 2 ecr60b? Yes 1 pse60a and 2 ecr60b

Manufacturer narrative:
(B)(4). Batch # n55x2j. The analysis found that one pse60a device was returned with no apparent damage and with the manual override door out of position and missing; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. An ecr60b cartridge reload was received partially fired 1/16 and loaded in the device. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device closed and opened as intended during testing. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.